Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to intrinsic amplitude to 1.0 threshold 3.0 at 1.5. Rv lead impedance was stable. Field representative stated that the outputs was increased. This rv lead was replaced. No additional adverse patient effects were reported.